Manufacturer narrative:
Device received with intermittent button response due to flattened act button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed the displacement test, rewind, self test, basic occlusion, occlusion, prime or a33 and excessive no delivery test. Device primed properly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were unable to prime the insulin pump properly and that the act button of insulin pump was not properly functioning. The customer blood glucose level was 156 mg/dl. Customer was assisted with troubleshooting. Customer stated that the time clock was advance. Customer stated that they performed displacement test and test was passed. Customer stated that the buttons were hard to press on the insulin pump. Customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.